Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. The insulin pump passed self test and displacement test. No unexpected insulin pump error or insulin pump error alarms noted during testing. Successfully downloaded the trace/history files using thus. Insulin pump error alarm (variable 12)[july 1, 2021 at 11:15] and insulin pump error alarm [july 1, 2021 at 11:15] are confirmed in the downloaded history file. Unable to determine the root cause, problem isolated to the electronic assembly. No damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor noted during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump was received with scratched case, stained keypad overlay, end cap address label fading, pillowing keypad overlay, and case cracked behind the insulin pump near the battery compartment.. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer = clear. The pump passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing. Successfully downloaded the trace/history files using thus. Phardware low level failures. And the motor arm cannot communicate with the main arm. ] are confirmed in the downloaded history file. Unable to determine the root cause, problem isolated to the electronic assembly. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The pump was received with scratched case, stained keypad overlay, end cap address label fading, pillowing keypad overlay, and case cracked behind the pump near the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.